Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the table will not go up and has an elevation error on the table display. No patient injury was reported.